Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h4, h6. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Visual evaluation of the returned product/provided photo(s) identified damage to the sterile packaging (blister and pouch) as well as carton damage. Sterility has been compromised. Reported event has been confirmed. The likely condition of the device when it left zimmer biomet is conforming to specification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the breach in sterile packaging was noted when examined in the office. No further information is available at this time.